Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and guided the caller through the reset process, after which the error did not reoccur, and the caller successfully started their sensor session.